Manufacturer narrative:
The investigation into the access site bleeding ¿ major issue has been completed since the initial report was submitted. The device was not returned for investigation. Based on clinical description, the root cause of the access site bleeding issue was not determined since product was not returned and not much information is provided in the clinical description.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 71-year-old male noted as high risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. During support, the patient had bleeding at the impella access site and the impella was removed. The patient was stable.